Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a key not working was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation observed and found two of the keypad keys did not function normally. The reported condition was verified. The cause of the condition was determined to be inoperable keypad keys. The keypad requires replacement to address this issue. During evaluation the device had reduced audio level. The cause was identified to be loose speaker. The rear case requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had key that was not working during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.